Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: user entered blood glucose (bg) of 46 mg/dl on (B)(6) 2019 and 53 mg/dl on (B)(6) 2019. At 5:02 pm on (B)(6) 2019, user requested a 15 unit bolus by entering units of insulin to be delivered without entering current bg or carbohydrate gram values, and while still having insulin on board (iob). There were no erratic basal rate adjustments. Making bolus requests without entering current bg and while still having iob could lead to a low bg event. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced continuous low blood glucose (bg) levels ranging from 45 to 51 mg/dl; cause was not known. Juice and soda were consumed to address bg. Review of the pump data by tandem technical support verified that there was no abnormalities observed in the data which would contribute to the customer's low bg. Recommendation was made to consult with healthcare provider regarding diabetes management.